Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure, the patient experienced bleeding from the parenchyma that was torn during the unclamping process using the sureform 60 stapler instrument with an unspecified reload accessory. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 60 stapler instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. Advance stapler log review showed that 2 sureform 60 stapler instruments were used during this procedure, and it is unclear which stapler was involved with the reported event: sureform 60 stapler instrument (lot number: k14240118-0345), was used first, and it was installed on the system 2 times and fired 2 green reloads. On install 1, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. Approximately 2 minutes after the completed unclamp, the logs show error codes; indicating that the grip release tool was being used on the instrument, without first pressing the e-stop button. As a result, the stapler was force expired. The user removed and installed the instrument 2 additional times after the force expiration, resulting in two additional errors. The logs also show a partial tool off event that occurred shortly after the unclamping sequence and prior to the use of the grip release tool. It is possible that the partial tool off event prompted the use of the grip release tool, as the unclamp was shown to be successfully completed per the logs. The instrument was then removed and not used again in the procedure. Next, sureform 60 stapler instrument (lot number: k14240118-0338), was installed on the system 4 times and fired 4 reloads (3 green, followed by 1 blue). On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no errors in the logs pertaining to the use of this stapler.

Manufacturer narrative:
Additional information indicated that the injury initially reported, was in error. B5: it was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure, the sureform 60 stapler instrument with a green sureform 60 reload accessory, stopped compressing prior to firing and the clamping function was not activated. The event was believed to have occurred on the fourth stapler fire, while creating the gastric conduit. The firing was initiated on the stomach tissue, when the stapler instrument stopped during the compression phase. The instrument was then stuck on the stomach tissue, which was resolved by the surgeon on the surgeon side console opening the jaws; the stapler release key was not required. The stapler instrument was then removed, and a backup sureform 60 stapler instrument was used. There was no bleeding or adverse effect to the grasped tissue; there was no injury to the patient. The procedure was completed robotically and there were no post-operative complications.

Event description:
Refer to h10/h11 for follow-up information.